Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: effects of irradiation during computed tomography scanning on the function of implantable cardioverter-defibrillators. Journal of innovations in cardiac rhythm management. 2024; 15(7):5936¿5944. Doi: 10.19102/icrm.2024.15073 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effect of irradiation during computed tomography (CT) imaging on implantable cardioverter defibrillator (icds). This was an experiment with an ICD set up in the CT room. The ICD was combined with an electrocardiogram simulator and mounted individually in a chest phantom. The programmer used the medical implant communication system to communicate with the I cd and print intracardiac electrograms during scanning. The authors described one device which delivered a shock due to electromagnetic interference oversensing. The status of the device is unknown. There was no patient involvement.